Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms were received. Multiple infusion set changes were performed and the occlusion alarms continued. Reportedly, the customer uses apidra insulin in their cartridge. The customer's blood glucose (bg) level was estimated to be in the 400's mg/dl range and manual injections were administered to address the bg level. A system check was performed using the current supplies and the occlusion was found to be within the infusion set tubing. Tandem technical support advised to perform an infusion set change to resolve the occlusion. During a follow-up, it was confirmed the customer had resolved the occlusion.